Event description:
The clinic advised that blood tubing/pump segment failed after approx 8 hrs of use. Blood and device were discarded after incident. The clinic did not provide info to determine the extent, if any, if pt intervention required. The clinic has filed one complaint for 5 incidents which reportedly involved 3 pts. It is unclear which pts experienced problems with more than one blood tubing set or which dates those events took place. These same facts apply to MDR nos. 2244060-1999-00004, 00005, and 00006.